Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that in (B)(6) 2005, rhbmp-2 cages with bmp were used in the patient's operation to replace herniated disc at l4 region of spine. Approximately three months later severe shooting nerve pain and weakness started to occur in the patient's left leg. After the initial surgery there has been numerous ER visits and hospitalizations for pain control as well as being seen by pain management clinic with numerous injections to help relieve pain with no improvement. A treatment of numerous nerve medications were attempted with no pain relief and opioid treatment was used with some pain lessoning [sic]. The medication has been increased and switched from hydrocodone to oxycontin to ms contin which has been steadily taken for almost 10 years. The patient reported that the pain never goes away and has disabled him permanently. Emg shows nerve damage and as the pain increases so does the effect on patient's personal life.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004 the patient presented with the complaint of right foot and leg injury. He stepped on some sort of a lever and the lever sprung back with great force toward the medial part of his shoe; hit him on the ankle and right tibia area. He has pain in his right medial foot, right ankle in the middle of his right lower leg with an 8 cm abrasion on his shin area. He has some swelling and erythema on the medial side of his right foot. He walks with a limp, but there are no deformities. The right ankle is tender over the medial and lateral malleoli without any crepitation or any step-offs. X-rays of his right foot, right ankle and right tibia and fibula were all normal. Clinical impression: 1. Contusions to the right tibia, right ankle and right foot. 2. Abrasion to the right lower leg. (B)(6) 2005 the patient presented with the following pre op diagnoses: acute drop foot of left foot with radicular pain, left leg and back pain to the point that the patient cannot get around. He had numbness on the dorsum of his foot and numbness on the lateral calf. The patient underwent generous laminotomy, l4-5 on the left with foraminotomy at l4 and to a lesser extent of l5. No patient complications were noted. Post op diagnosis was probable lateral stenosis of the l4-5 area, compressing the l5 nerve root. The patient under CT of the lumbar spine due to back pain. Impression: only slightly increased degenerative disease at the l4-5 level with osteophytes and degenerative disease again lateralized to the left side. 2. Remainder of exam is unchanged. When correlated with recent MRI exam, the minimal disc bulge at l4-5 is of the same degree. No fractures are seen. Also the patient underwent lumbar myelogram due to back pain. Impression: no significant compromise of the spinal canal is noted at any level. No occlusion of the nerve root s heaths noted at any level. There may be minimal bulging disc at the l3-l4 and l4-l5 levels. X-rays of the chest showed no evidence of acute disease on this single portable chest. (B)(6) 2005 the patient wrenched his back. (B)(6) 2005 the patient presented with pain in his back radiating to his butt. (B)(6) 2005 the patient presented with back pain, and underwent MRI of the lumbar spine. Impression: there is a previous left sided h emilaminectomy defect at the level of l4-l5. There is a small fluid collection along the laminectomy surgical site that extends along the spinous process into a subcutaneous fluid collection in the back midline that measures 2.9cm in diameter and approximately 5.6cm in length at the levels of the l4, l5 and s1 vertebral bodies. There is no evidence of recurrent disc herniation. No significant disc bulge is seen. There is normal signal within the vertebral bodies. (B)(6) 2005 the patient's blood report showed white blood cell count as normal and he didn't have any infection. No evidence of recurrent disc herniation. (B)(6) 2005 the patient presented for a follow-up and he was limping a little. (B)(6) 2005 the patient presented with back pain, previous laminectomy at l4-5 and underwent MRI of the lumbar spine. Impression: no evidence for recurrent disc herniation. Three fluid collections noted involving the soft tissues at the l4 and l5 level, slightly improved in size prior 9x8m. Po changes with hemilaminectomy on the left at l4-l5. (B)(6) 2005 the patient presented to the emergency room complaining of low back pain. Impression: low back pain, acute exacerbation of chronic. (B)(6) 2005 the patient has pain in his left leg which appeared to be l4 nerve root pain. The pain was probably from the l4-5 area. (B)(6) 2005 the patient presented with the following pre op diagnoses: considerable degenerative change of l4 recurrent left leg pain and rather severe back pain. There is no numbness such as there was previous to his first surgery. Also postlamlneclomy syndrome. The patient underwent the following procedures: disc excision at l4-5 posterolateral interbody fusion with free standing cages (14 mm) at l4-5, bilateral lateral fusion with master graft and bmp at la-l5. Per op notes, size 14 mm free cages were inserted after widening the disc space and good position of the cages were noted by x-ray. Then the bmp was used on the cages to induce bone formation. They then left from the lateral sides of the vertebrae and a bilateral lateral fusion was done with master graft and bmp. X-ray of the chest showed the right jugular vein catheter tip in the svc. No patient complications were noted. The patient was discharged home on (B)(6) 2005. The pathology report revealed multiple fragments of bland fibrocartlleginous tissues showing zones of basophilic degenerative change. A few small fragments of bone are noted. No evidence of acute inflammation or evidence of malignancy is present. (B)(6) 2005 the patient presented for a follow-up and x-ray showed a cage fusion at l4-5 with bilateral lateral fusion. His lateral grafts were in place. (B)(6) 2006 the patient fell down and had pain in right hip area. (B)(6) 2006 x-ray showed excellent position of his cages. (B)(6) 2006 the patient was status post surgery and continued to feel sore. (B)(6) 2006 the patient presented with the chief complaint of back pain and head ache. The patient underwent CT of the head due to frontal head ache. Impression: the visualized portions of the paranasal sinuses and skull base are unremarkable. The ventricles are normal in size and position. No definite evidence of acute ischemia, hemorrhage or mass. (B)(6) 2008 the patient had a little crunch in his knee when he tried to go upstairs. (B)(6) 2008 the patient presented with pain on the lateral side. Also he reported while walking, something popped and it locked. Finally it unlocked after he twisted and wiggled it. Diagnosis: probable tom meniscus that locked and then unlocked with manipulation. (B)(6) 2008 the patient presented with the pre op diagnosis of possible internal derangement, right knee. The patient underwent arthroscopy and operative arthroscopy for extensive debridement of the medial femoral condyle which is approximately grade 2 degenerative change of the articular surface. Post diagnoses were severe degenerative arthritis, medial femoral condyle, with rough joint surface and cartilaginous loose bodies. (B)(6) 2008 the patient had a severe degenerative arthritis in the medial femoral condyle, rough joint surface and cartilaginous loose bodies, and clean up of his knee was done. On examination, there was tenderness on the medial collateral ligament. He reported some kind of changes at l5 and s1, but nothing acute. (B)(6) 2008 the patient underwent mriof the left knee due to left knee pain. Impression: 1. Status post surgical changes within the intra patellar region with paramagnetic susceptibility artifact. 2. Quadriceps tendinosis. 3. No evidence of meniscal or cruciate ligament tear. (B)(6) 2008 the patient underwent scope of his right knee and it showed some arthritic changes. (B)(6) 2008 the patient presented with the pre op diagnosisof possible internal derangement, left knee. The patient underwent arthroscopy and operative arthroscopy for debridement of medial femoral condyle and removal of multiple cartilaginous loose bodies. Post diagnoses were degenerative arthritis, grade iii, left medial femoral condyle and multiple cartilaginous loose bodies left knee. (B)(6) 2008 the patient presented with unbearable pain and his back hurts him a lot. The patient underwent scope of his left knee. (B)(6) 2008 the patient was found to have lot of arthritis in his knee. The patient had fusion at l4-5. Post-op, he was definitely eroded virtually down to bone in places. He had a lot of loose bodies. Also he reported trouble sleeping and pain. (B)(6) 2008 the patient presented with the pre op diagnosis of severe degenerative disease, left knee and had intractable pain in left knee. The patient underwent the following procedure: total knee arthroplasty, left knee. X-rays of the left knee showed there were surgical staples running vertically over the anterior midline. No immediate postop complication was noted. (B)(6) 2008 the patient had a little swelling in his knee and he was status post knee surgery. (B)(6) 2008 the patient had a little redness on the upper end of his incision. (B)(6) 2008 the patient had a little hematoma at the top of his incision and a little redness. Also he had a little serous, pinkish-type fluid, from the hematoma. (B)(6) 2008 per lab results, there were no wbcs, organisms, no growth in one day of his culture. (B)(6) 2008 the patient has that little spot which occasionally oozes but not much. He had a coagulase negative staph when he was cultured. (B)(6) 2008 the patient was presented with no redness and his scar was good. (B)(6) 2008 the patient reported that his right knee gave out twice and he can bend left one to 70-80 degrees. (B)(6) 2008 the patient presented with the pre op diagnosis of total knee arthroplasty from a cup 2 month ago which is stuck at about 70 degrees of flexion and also degenerative arthritis of right knee. The patient underwent manipulation of left knee under anesthesia to about 11.5 degrees and injection right knee with depo-medrol. No complications were noted. (B)(6) 2008 the patient had his manipulation of his left knee. (B)(6) 2009 the patient was status post knee surgery and suddenly he developed swelling, pain in his leg. (B)(6) 2009 the patient still has some swelling and some pain. (B)(6) 2009 the patient can only bend the leg to 75 degrees and it hurts. (B)(6) 2009 the patient presented with anterior and medial knee pain, some swelling and underwent MRI of the right knee. Impression: 1. Mild knee joint effusion with subarticular bone contusions in the medial femoral condyle and medial tibial plateau. 2. No cartilaginous or ligamentous disruption. (B)(6) 2009 the patient was admitted due to knee pain. The patient has mild to moderate joint pain with movement of the right knee and has marked pain with joint movement affecting the left knee. Moderately tender to palpation over the left knee. Exam over the left knee demonstrates a mild to moderate amount of swelling. Patient has an abnormal ligamentous exam of the left knee. X-rays of the left knee showed no acute fracture, dislocation or destructive process. There is evidence of left total knee arthroplasty. Alignment is anatomic. No evidence of loosening. Mild soft tissue swelling is noted. (B)(6) 2009 the patient presented with the diagnosis of right knee medial compartment arthrosis. On exam, there was mild swelling about the right knee. Assessment: degenerative disc disease. The patient underwent right medial unicompartmental knee procedure. No complications were noted. X-rays of the right knee showed postoperative changes of partial right medial compartment knee replacement. Hardware position is satisfactory. (B)(6) 2009 the patient presented for follow up of unicompartmental knee replacement for wound check. He still has a lot of stiffness. Impression: status post right unicompartmental knee replacement with significant arthrofibrosis. (B)(6) 2009 the patient presented with chief complaint of right knee pain. He continued to have ongoing pain and stiffness. The patient presented with pre op diagnosis of status post right unicompartmental knee replacement with arthrofibrosis. The patient underwent right knee manipulation under anesthesia. No complications were noted. (B)(6) 2009 the patient underwent x-rays of the knee due to pain in right knee. Impressions: there is medial knee prosthesis on the right and total knee prosthesis on the left. Anatomic alignment is seen. No acute fracture or dislocation is evident although there is some mild depression of the medial tibial plateau prosthesis on the right. (B)(6) 2009 the patient presented with right knee injury. Per ER notes, he slipped in hospital and reported increased discomfort, swelling in the right knee. He also had pain in right thumb. On exam, there was local tenderness to palpation over right anterior knee. The patient underwent x-rays of the right knee. Findings: no acute fracture, dislocation or destructive process. Again identified is right hemiknee arthroplasty. Previously noted depression of tibial component of prosthesis is again noted. Changes of osteopenia are also seen. There is evidence of persistent joint effusion. Another x-ray of the right knee showed right mr knee arthroplasty. No definite acute fracture, dislocation or destructive process. Changes of osteopenia are seen. Soft tissue swelling and joint effusion are again identified. The patient underwent CT of the right knee due to fall and knee pain. Impression: 1. Hemiprosthesis in the medial compartment. 2. No visible fracture, limited study due to star artifact. 3. Large knee joint effusion present. X-raysof the right hand thumb showed the following impressions: 1. No convincing fracture. 2. Soft tissue swelling. (B)(6) 2009 the patient was admitted due to intractable pain in right knee. The patient fell down while shoveling. X-rays confirmed no evidence of significant pathology other than his unicompartmental knee replacement. Secondary diagnoses: hypertension, diabetes, obesity, chronic back pain and gerd. (B)(6) 2009 the patient underwent MRI of the right knee due to intractable pain in right knee. Impression: 1. Deep bone contusions, m edial femoral condyle underlying the hemiprosthesis and lateral femoral condyle. 2. Associated contusions involving the tibial plateau underlying the prosthesis but predominately the lateral compartment. 3. Popliteus muscular edema or mild intrasubstance tearing with fluid around the fascia. 4. No visible fracture plane. 5. Arthrosis patellofemoral joint space. 6. No visible musculotendinous tear. 7. Cruciate ligaments and collateral ligaments appear intact.

Event description:
It was reported that the patient underwent an unspecified spinal fusion surgery using rhbmp-2/acs. At an unknown time post-op, the patient developed nerve damage.